Event description:
The clinic reported a patient undergoing photorefractive keratectomy (prk) was overcorrected and has induced astigmatism with a magnitude of 3 to 3.5 diopters on the left (os) eye. The patient was treated in 2009. Pre-operative visual acuity (unknown if va is corrected or not) was 20/20 on the right (od) eye and 20/20 os. The three (3) month post-op examination revealed that the patients visual acuity (va) (unknown if corrected or not) is 20/20 os and 20/25 od. A supplemental report will be filed with FDA if additional information becomes available.

Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed a preventive maintenance (pm). The laser system met specifications and performed as intended. The case was reviewed by the surgeon and the medical monitor. The most likely explanation for this outcome is epithelial irregularities following prk. Pre-op contact lense (cl) use and the use of alcohol epithelial removal may also be contributing factors.